Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had foreign matter which made the connection loose. This occurred on 28 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: there is fm like adhesive on the screw connected with holder. Due to fm like adhesive, the connection is loose between eclipse and holder during use. The customer feels very dangerous. In addition, np needle top is hook. Lot is unknown, but it is possible that lot is 9046648 or 9052668.

Manufacturer narrative:
Investigation summary: bd received samples from the customer consisting of: 6 samples from lot 9052668. 8 samples from lot 9046648. Below is the summary of investigation that was performed: visual inspection was conducted on all samples for uv adhesive coverage and damage to the hub. All samples were within specification. Samples were tested for the bd holder unthreading during use by draw testing six tubes per needle with water as a test media. Each of the samples drew tubes to the required fill-lines without any indication of the holder unthreading from the eclipse unit. Additional inspection and testing were performed on retention samples from the known incident lots 9052668 and 9046648 and all samples met the required specifications. Additionally, bd received nine (9) photos. No issues were able to be identified from the photos. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9046648, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-15. Medical device lot #: 9052668, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had foreign matter which made the connection loose. This occurred on 28 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: there is fm like adhesive on the screw connected with holder. Due to fm like adhesive, the connection is loose between eclipse and holder during use. The customer feels very dangerous. In addition, np needle top is hook. Lot is unknown, but it is possible that lot is 9046648 or 9052668.